Event description:
It was reported that stent dislodgement occurred. The patient underwent percutaneous coronary intervention. A 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent got dislodged inside the patient. The procedure was completed with another of same device. The patient was in stable condition post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent dislodgement occurred. The patient underwent percutaneous coronary intervention. A 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent got dislodged inside the patient. The procedure was completed with another of same device. The patient was in stable condition post procedure. It was further reported that there was no stent dislodgement. The vessel was very tortuous, making it difficult to deliver the stent catheter and causing it to be kinked.